Event description:
Clinical history: na. Procedure: left trifurcation atherectomy. The hospital or supervisor stated after the atherectomy of the trifurcation was complete, they discovered the catheter had "come apart". The md then performed surgery to retrieve the distal end (approximately 2"), including a piece of the guidewire. The proximal portion of the catheter was discarded, however, the retrieved distal end was returned to spnc for investigation. The physician stated that he considers the .014" asahi light guidewire to be at fault. He didn't know how it happened but said the guidewire had formed a "knot" and became attached to the section of catheter that was broken off. Outcome: investigation of the returned piece of wire and catheter determined the most likely cause of the event was a kink in the guidewire and not the spectranetics device. He stated that the pt was doing fine and was discharged in 2008.

Manufacturer narrative:
The returned device was inspected by a spnc mechanical engineer and the field assurance analyst. It was determined that most of the fibers were fractured just proximal of the port and the guidewire is kinked. The outer jacket, near the distal end is intact. The probable cause of the event is the kink in the guidewire, requiring excessive force while removing the catheter, resulting in the catheter and wire breakage.